Event description:
A resolution clip device was used to control the bleeding. The physician felt more friction than usual during detachment of the clip. A fragment of the clip was detached and seen in gastrointestinal (gi) track, on inspection. The bleeding was resolved with this clip and the procedure was completed with no pt injury. The pt is reported to be ok.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined.